Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a physician implanted a symfony toric lens into the patient's eye using help from the ocular response analyzer (ora). Pre-operative intraocular lens (iol) calculations estimated a 13.5 diopter lens and between 300 and 375. The ora estimated a 15.0 diopter with 300, confirmed alignment at 90. There were several measurements taken with the same result. The physician stated he hadn¿t seen this before. The patient had no previous refractive surgery. The physician ended up implanting a 15.0 diopter zxt300 lens on (B)(6) 2017. However, the patient ended up -2.50 with no astigmatism post-operatively. The lens was explanted on (B)(6) 2017. The replacement lens was the same model, but different diopter (13.5). No additional information was provided.

Manufacturer narrative:
Additional information received reported that the patient is a (B)(6) year old male. Also, there was no incision enlargement, vitrectomy, or sutures used. Reportedly, the patient is doing good after the surgery. No additional information provided. Age/date of birth: (B)(6) years old. Gender/sex: male. All pertinent information available to abbott medical optics has been submitted.